Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy for treatment uterine fibroid(s) and was subsequently diagnosed with epithelioid leiomyosarcoma.